Event description:
Pt alleges receiving breast implants on 7/10/86. Pt also alleges having pain, hardness, misshapen breast and night fevers between feb. 1993 until removed and replaced on 7/27/93 with devices of another MFR. Physician's note states one of the implants had a suspected defect. A cat scan indicated both implants were ruptured; however, upon removal they were found to be intact without any evidence of rupture or gel bleed.